Event description:
Medtronic received information that 2 year post implant of this transcatheter bioprosthetic valve, the valve was exhibiting moderate pulmonary insufficiency. The physician is continuing to monitor the patient. The device remains implanted. No adverse patient effects reported. Additional information was received that almost three years post-operatively, the patient was admitted to the hospital due to congestive heart failure. The patient was exhibiting shortness of breath and weight gain and was treated with medication. It was also noted that the patient had atrial fibrillation which was treated with medication. Two months later, the patient was subsequently treated with cardioversion, which resulted successfully with normal sinus rhythm. The patient was again hospitalized one month after cardioversion treatment due to congestive heart failure. It was noted that the patient had fluid overload and was exhibiting fatigue and lower extremity edema. The patient was treated with medication; however, the patient's congestive heart failure is ongoing. Based on the available information, the transcatheter bioprosthetic valve remains implanted with no adverse patient effects.

Manufacturer narrative:
Product analysis: device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: based on the available information, the transcatheter bioprosthetic valve remains implanted with no adverse patient effects. At this time a root cause to the reported events is not determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.